Event description:
One hour after intubation, air leakage occurs. Test prior to use: yes, patient involved: yes, patient harm: no, reintubation: yes.

Manufacturer narrative:
Evaluation: the retain sample for the lot number 200605 4272 was reviewed, inflated to 20mls of air pressure and leak tested under water. No defects were found. The retain sample was found to function as intended. The batch paperwork for the lot number 200605 4272 was reviewed and it confirms that the lot was manufactured to meet the required blueprint specifications and quality requirements. One sample was returned for evaluation. The returned unit was inflated using 20mls of air pressure, however, it deflated rapidly from a hole in the outside wall of the secondary lumen. The hole is located near the end of the inflation line. The unit was examined under an inspection lamp and the hole measured approximately 0.5mm in length. There is no evidence to suggest that this reported defect did occur in-house.